Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that: "the ncs pump was infusing midazolam (0.3mg) to the patient throughout the morning. At around 16:00 on, they looked at the pump and noticed that the total volume delivered had not changed after the green/play button was pressed to deliver the dose. The primary registered nurse noticed the syringe had not moved from its original line prior to administering the dose. The pump alarmed with "infusion complete", but no dose was given to the patient at that time. This occurred three times, each time the pump notifying the primary nurse that the dose was administered but no medication was delivered. They were notified, pump was replaced, and three times doses of sedation were uncharted as the patient did not receive them." There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.